Event description:
It was reported that a patient implanted with a sling underwent an artificial urinary prothesis (aus) surgery due to unspecified reasons. There were no patient complications reported.